Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was determined to have been caused by a faulty ignitor of the xenon lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered igniter failure and ignition board of the xenon lamp was defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a xenon lamp does not start on the evis exera ii xenon light source. There were no reports of patient harm associated with this event.